Event description:
It was reported that after a da vinci-assisted surgical procedure, the patient bled post-operatively requiring additional surgery. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details had been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the vessel sealer extend instrument during this reported event for failure analysis investigations.